Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was badly broken and missing a big portion of the right plunger case, the bottom case was cracked, the force sensor cable was damaged, plunger board was missing the force sensor connect, the left plunger case inside tab was broken off, and unable to remove the plunger head mount from the plunger tube. A review of the event history log identified motor rate error. Unable to perform occlusion test to verify the motor rate error due to right plunger case was badly broken and missing a big portion of plastic. The root cause of the problem was related to normal wear of the pump as it is over 15 years old. Replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.